Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator did not transmit data. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: a service engineer (se) evaluated the device, and reported that no parts were replaced during the evaluation. The se reported that after putting the device in operation, the configuration of the transmission speed were checked, it was observed that the parameter was at 9600, and was not the correct setting. The se then restored the settings to the default parameter (vuelink 19200), and the device passed all testing. It was then noted that the client's own configuration had been maintained, and all the necessary verifications have been performed to certify the restitution to the conditions prior to the failure. The system meets the specification for the performed service and is returned to use.